Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for spinal pain. It was reported that the patient was concerned because they just came out of an MRI, and they used their personal therapy manager (ptm) to check the device. It told them the device stalled, and they couldn't get it started. The patient stated in the past when this had happened, they heard alarms, but there were no alarms today. The agent reviewed labeling on the wait time to check a pump after an MRI and provided the caller with the number to the national answering service (nas) for the healthcare provider (hcp) to contact a local manufacturing representative (rep) for assistance. There were no further issues at this time.